Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed high out-of-range right ventricular (rv) lead impedance measurements. An x-ray confirmed an under inserted rv lead. Intervention was performed to resolve the connection issue. No adverse patient effects were reported.